Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation conclusion).

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and discovered that the insulation of the ECG cable was torn, the cable was still functional when tested. The issue was not reproducible as the ECG function continued to operate, and no internal device faults were found. No parts were replaced at this time; a price quote for a replacement ECG cable will be provided to the customer. There was no patient involvement. All operational and safety checks were performed.

Event description:
N/a.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 , e1 ( event site address ) , h6 ( type of investigation , investigation findings , component codes ). A getinge field service engineer (fse) inspected the unit and discovered that the insulation of the ECG cable was torn, the cable was still functional when tested. The issue was not reproducible as the ECG function continued to operate, and no internal device faults were found. Per the hospital's purchase order, the ECG leadwire (0012-00-1157-02) and ECG trunk cable (0012-00-1155-02) were replaced. There was no patient involvement. All operational and safety checks were performed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that cs100 intra-aortic balloon pump (iabp) ECG cable is broken. No patient involvement and no injury or harm reported.